Event description:
It was reported that the patient had a low voltage alarm around 7:45 am on (B)(6) 2024. The patient stated they were connected to the mobile power unit (mpu) and did not recall losing power at that time. Log files were submitted for review and captured no external power alarms and multiple other associated alarm types between 7:38:49 and 7:45:35 on (B)(6) 2024. This was caused by the power to the mpu being briefly interrupted. There was no interruption in pump support. The mpu had a v-lock connector on the ac power cord, and it was thought that the ac power cord likely came loose at the wall outlet. The mpu was not exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files. The mpu (serial number: (B)(6) was not returned for analysis; however, log files were submitted for review. Data from the reported event date of (B)(6) 2024 in the submitted controller event log file was reviewed. No external power events occurred briefly on (B)(6) 2024 at 07:38:49, 07:41:06, and at 07:45:35. During these events the system controller backup battery provided power. Pump operation was not affected. There were no other notable alarms active in the log file. Additional, information received on 09dec2024 stated that the mpu has a v-lock connector on the ac power cord, that these no external power events are likely due to the ac power cord came loose at the wall outlet. And that the mpu was not exchanged or replaced. A root cause of the reported event could not be conclusively determined through this analysis. Device history records was reviewed for the mobile power unit (mpu), serial number: (B)(6) and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect, low voltage alarms, and no external power alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.